Event description:
Healthcare professional reported "funnel was not lubricated properly." It is unknown if a backup device was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "funnel was not lubricated properly."